Event description:
It was reported that on (B)(6) 2010, due to a positive stress test, the pt underwent an index procedure with the deployment of one non-abbott drug eluting stent to the proximal right coronary artery (rca), and another two drug eluting stents to the first obtuse marginal branch. Post stent deployment residual stenosis was 0% with timi 3 flow. On (B)(6) 2010, the pt was started on clopidogrel 600 mg dosing. Aspirin 32 mg dosing and clopidogrel 75 mg dosing were started on (B)(6) 2010. The pt was discharged from index hospitalization on (B)(6) 2010. On (B)(6) 2010, during the index procedure, the investigator had tried to stent only the segment of the diseased obtuse marginal, but ended up with a distal stent edge dissection. Following deployment, it was noted that the pt experienced chest pain after the stent delivery system was removed. Another promus 2.5 x 23 mm drug eluting stent was placed just downstream of the study stent in the obtuse marginal overlapping it to treat the dissection. The chest pain resolved. The dissection also resolved and the pt was discharged the following day from index hospitalization. In the opinion of the investigator, the dissection was not related to the study drug, definitely related to the study device and definitely related to the study procedure. No additional info was provided.

Event description:
Subsequent to the initial MDR being filed, the following additional information was received: when the dissection occurred in the obtuse marginal, the vessel occluded. There was also ventricular ectopy and st segment elevation inferolaterally. Post procedure lab results revealed elevated enzymes. Five hours later, the ck-mb values were diminished. The patient was discharged on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and dissection are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Occlusion and arrhythmia are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.